Manufacturer narrative:
Stryker evaluated the customer¿s device and was unable to duplicate the reported issue. Stryker did find capacitor, designator c181 to be physically broken. A fractured and electrically shorted (B)(4) can cause a white screen. However, because the capacitor was completely broken when received, during testing the device functioned normally. Stryker determined that the cause of the reported issue was due to damaged capacitor, (B)(4). Stryker replaced the user interface pcb assembly and then after observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device displayed a white screen. This is an indication that the device may be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.